Event description:
Provider reports to the (B)(4), that they have an end-user with a tdx-sp in a nursing facility. On (B)(6) 2013, provider went out to replace motors and were made aware that the end-user had been in an accident and hit another end-user, putting them in the hospital. The end-user is now not allowed to use power chair as per facility's rules. Provider states end-user is upset, saying someone is going to be responsible for this, and is talking about possible legal intervention.